Manufacturer narrative:
Product sample was received but the evaluation was unable to conclusively verify the complaint as valid. Therefore an investigation for cause was unable to be performed. The received device is compliant with the specifications. No sharp part has been detected.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that on (B)(6) 2020 the cev438b wire pass (goldfinger) was used during a gastrectomy (ablation of stomach tumor) and when device was removed, it perforated the posterior part of the bulb of the duodenum of the patient. To avoid complications, big part of the stomach, including the perforation, was removed. To date, there are no consequences for the patient. The goldfinger has an incision at its proximal end which could be the cause of the incident